Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable. The indications for use was non-malignant pain and failed back surgery syndrome. The patient reported for "6 months", they have been having issues with their communicator charging port being loose, and it seems to be getting worse. The patient stated the connection when they try to plug it in to charge it is loose and they don't get a good charge on it. The patient mentioned they have to move the cord around in order to get it to try to charge. The patient stated the charging port looks "worn", and stated they've had the communicator for "probably 3 years or more". The issue was not resolved through troubleshooting. A request was sent to repair to replace the communicator.